Event description:
Explanted device rec'd by MFR from foreign reporter with comment "the pump was explanted due to no infusion." Device is undergoing analysis by MFR as of the date of this report.

Manufacturer narrative:
5/13/1998: h6 - primary finding of device analysis revealed a motor stall due to an open motor coil in the windings.